Manufacturer narrative:
The esu was returned and thoroughly evaluated. We were unable to verify the complaint of no output from the generator. The unit was found to be functioning as intended including all outputs being present, consistent, and within specifications. In addition, a review of the generator's chronological log was performed, but no problems were found with the esu that would have contributed to the reported output issue. The evaluation included a technical safety check on the unit to confirm that all features are functioning properly. The generator met/meets specifications. Furthermore, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Since no output issues were found, the customer will be instructed to evaluate or have an evaluation performed on all of the accessories (i.e., especially the active cord- monopolar cable, etc.) That are being used with the unit to ensure that they are functioning properly. The account is being made aware of the findings. To further address the issue, additional in-service work is being planned with the involved medical staff on (B)(6) 2018. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. The account reported the following: "customer (clinician, lpn) reported 'possible no cautery output', resulting in possible patient injury during a polyp removal procedure. The patient was returned to surgery to address the injury. Polyp removal was successful, the status of the patient survived endoscopy procedures. We do not know if the injury is a result of cautery output. The patient name/ID was not provided. Proper cautery/polypectomy was followed by all staff involved: dr (B)(6), rn, and reporting clinician, (B)(6), lpn. Biomed contact says, 'no injury' based off the unit itself."